Event description:
Deformity treatment pectus excavatum, details (haller index, symmetric/asymmetric) are not available. Patient = male, born (B)(6) 1941. Operation date: (B)(6) 2013. Stratos bar ref 014-10190 broken attached to the lug of lateral clip. Date of breakage not detectable, explantation (B)(6) 2014. Products available for inspection: for this report not available.

Manufacturer narrative:
Pectus carinatum (pc) treatment was performed with one bridge, consisting of one bar and two clips. The recommendation for pe is the use of 3 bridges. The reoperation (explantation) was performed 17 months after implantation. The decision if or when to remove implants rests with the surgeon. In any event, postoperative evaluation of the patient is mandatory. It is recommended to see each patient in reasonable intervals (every 4-6 months). Material was not available during this report for an inspection. Lot numbers are not available for reporting about production and material details.